Manufacturer narrative:
One imp, tsv,3.7,13, mtx, mg (tsvtb13) was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Functional testing could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was low bone density ¿ type iii. The implant was intended for tooth site 13 (universal). X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1239787) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1239787) for similar events and no other complaint was identified. Based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified since it is a medical condition and no x-ray or pictorial evidence was available (patient anatomical condition and details of events were unknown).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that at the time of placement, the patient's bone fractured. No delay in procedure was reported. Tooth #13.